Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported in a legal claim that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving inappropriate shocks due to t-wave oversensing. About two weeks later, the s-ICD system was explanted and replaced with a transvenous ICD. No additional adverse patient effects were reported. The location of the explanted device was not known, as it was not received for analysis.